Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a targeted resection procedure using the atherectomy th plus 6f in the mid to distal superficial femoral artery to treat a 10mm plaque lesion with chronic total occlusion (100% lesion stenosis), the vessel was pre-dilated and moderate resistance was felt during withdrawal. The artery was 5mm in diameter. The tip was reported to have detached, with the tip separating at the hinge pin. The device was replaced with a new rotary cutter to complete the procedure, and the vessel was post-dilated. The procedure was reported to have been successfully completed, and the patient was reported alive with no injury and no symptoms or complications. No patient complications have been reported as a result of this event.